Manufacturer narrative:
The reporter informed the company that the product cannot be returned.

Event description:
Consumer called and stated that the brush heads were falling apart when he/she was brushing his/her teeth; a metal rod in the floss head was falling off in his/her mouth. No injury was reported.